Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an expected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation the complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot failed due to receiver has no power. The receiver downloaded using a known good battery. The log was downloaded and reviewed finding error related to complaint. Functional test was unable to be performed. The receiver case was opened, and the internal inspection detected battery was damaged/cracked. The allegation was confirmed. The probable cause was receiver damaged battery. No injury or medical intervention was reported.